Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. It was reported that the introducer was unable to be advanced through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. After inspecting the sheath, it was discovered that the hemostatic valve was damaged. They were unable to confirm what type of damage without taking apart the valve. Caller believes the root cause of the issue is due to internal physical damage inside the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced, and the issue was resolved. The carto 3 system was operating per specifications and is not responsible for the product issue. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium has been determined to be the root cause of the complaint reported. The procedure was continued. The failure occurred during prepping of the sheath, not while use in the patient. There was no piece broken off. There appeared to be loose plastic inside the hemostatic valve. The hemostatic valve/brim cap/hub did not become detached from sheath. There was no report of patient consequence. Device evaluation details: device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. It was reported that the introducer was unable to be advanced through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. After inspecting the sheath, it was discovered that the hemostatic valve was damaged. They were unable to confirm what type of damage without taking apart the valve. Caller believes the root cause of the issue is due to internal physical damage inside the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced, and the issue was resolved. The carto 3 system was operating per specifications and is not responsible for the product issue. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium has been determined to be the root cause of the complaint reported. The procedure was continued. The failure occurred during prepping of the sheath, not while use in the patient. There was no piece broken off. There appeared to be loose plastic inside the hemostatic valve. The hemostatic valve/brim cap/hub did not become detached from sheath. There was no report of patient consequence. The event was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and noted that it was received in the condition reported as the hemostatic valve was dislodged inside the hub. The friction ring and the brim cap remain intact. The hemostatic valve dislodged/separated remains assessed as MDR reportable.